Manufacturer narrative:
H6 evaluation method codes updated. Device is a combination product. B3 date of event was estimated since the actual date was not reported. A promus element plus, mr, ous 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-mar-2020. It was reported that crossing difficulties were encountered. The target lesion was a tight lesion located in the left circumflex artery. A 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device and no patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Date of event was estimated since the actual date was not reported. A promus element plus, mr, ous 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-mar-2020. It was reported that crossing difficulties were encountered. The target lesion was a tight lesion located in the left circumflex artery. A 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device and no patient complications were reported. However, returned device analysis revealed stent damage.